Event description:
Related manufacturer report number: 2017865-2022-46842. It was reported that, oversensing, low pacing impedance, and low defibrillation impedance was noted on the right ventricular (rv) lead. Additionally, inadequate capture and low pacing impedance was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgement on the rv lead and the lv lead was observed. Due to the unrelated clinical condition of the patient, no intervention is anticipated to be performed at this time. The patient was in stable condition and will continue to be monitored.